Manufacturer narrative:
The root cause of the product damage (hole in catheter) issue was not determined since product was not returned for investigation. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, blood was actively oozing from the red plug of the impella 5.5 pump. It was noted that the surgeon had punctured the catheter with a suture needle resulting in blood entering the catheter and traveling up to the red plug. Due to the noted issue, the decision was made to remove the pump. There was no patient harm resulting from the failure.